Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Additional device product code is hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: mar 27, 2015. Expiration date: mar 1, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2017 due to proximal femoral nail antirotation (pfna) blade migration and collapse (telescoping) of the fracture site. During the revision surgery, the surgeon had planned to replace the existing blade with a 75mm pfna blade but the 75mm blade could not be locked. The surgeon then used an 80mm blade instead and completed the procedure. There was a 15 minute surgical delay due to the reported event. Additional medical intervention was not required. The procedure was completed and the patient¿s reported postsurgical outcome was good. The surgeon did not consider this procedure as successful since the intended 75mm could not be implanted. This report addresses the intraoperative events that occurred during the revision surgery. Please see related complaint, (B)(4), which addresses and reports the need for revision surgery. Concomitant devices: 1x pfna-ii blade, (part 04.027.050s lot 9424860); 1x unk nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed on the returned subject device. Complained issue (the surgeon couldn¿t lock the blade) could not be replicated and/or confirmed based on the provided investigation. One (1) pfna-ii blade l75 tan (part 04.027.050s, lot 9424860) received and forwarded to manufacturing plant for investigation. The product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of repeated use were visible on the outer diameter of the sleeve. The investigation revealed that there is no dimensional issue or another issue related to manufacturing which could be the case for the difficulties to lock the blade. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The (B)(4) material certificates were checked and it was found that all used (B)(4) material fulfilled the specifications. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. Exact root cause for this complained issue (the surgeon couldn¿t lock the blade) could not be determined. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.